Event description:
A report was received that a patient was experiencing loss of stimulation. An x-ray was taken and confirmed lead migration. During the procedure, the physician noticed that one of the lead extension was cut in half by the suture sleeve and the other lead extension was completely melted. The patient reported using a heating pad over the area. The physician implanted two new extensions and clik anchors and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inches stylet model# sc-4305 serial# 195894 description: suture sleeve, 2.3 cm.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient was experiencing loss of stimulation. An x-ray was taken and confirmed lead migration. During the procedure, the physician noticed that one of the lead extension was cut in half by the suture sleeve and the other lead extension was completely melted. The patient reported using a heating pad over the area. The physician implanted two new extensions and clik anchors and the patient is reportedly doing well.